Event description:
On (b)(5) 2013, the patient was treated for a sleeve gastrectomy where a gore® seamguard® bioabsorbable staple line reinforcement was used in the gastric fundus region. On (B)(6) 2013 the patient presented with unclear abdominal pain. A leakage on the gastric fundus region was observed and a stent was placed for 14 days for healing. In 2014 the patient presented again with heavy stomach pain. On (B)(6) 2014, a gastroscopy was performed. During the procedure, the physician observed an ulcer and what appeared to be a portion of the deployment line. On (B)(6) 2014, the portion of the deployment line was removed during an additional procedure.

Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Engineering evaluation: the suture specimen which was removed from the patient was returned to the histology facility from gore. Analysis of this specimen were compared to the suture used to manufacture gore® seamguard® reinforcement. Based on further investigations and comparisons, the returned specimen appears to be thicker than the gore® seamguard® reinforcement suture. The color of the two samples are also different; the returned specimen appears to be greener than the gore® seamguard® reinforcement suture, which is more greenish-blue in color. In addition, the pattern of the braiding appears to be different between the gore® seamguard® reinforcement suture and the returned specimen. The gore® seamguard® reinforcement suture appears to have a longer and looser braid than the returned specimen. The returned specimen appears to have more strands utilized for the braiding across its width than the gore® seamguard® reinforcement suture. Also, the visible amount of a single strand before it crosses beneath the braid appears to be much less on the returned specimen than the gore® seamguard® reinforcement suture. Even cross sections of the gore® seamguard® reinforcement and the returned specimen were used to determine the approximate number of individual filaments. The gore® seamguard® reinforcement suture had approximately 130 filaments while the returned specimen had approximately 230 filaments when counted manually. In addition, the returned specimen appears to have a core filament running through the middle of it, which is not seen in the gore® seamguard® reinforcement suture.